Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining repeatable false positive troponin (accutni) results above the acute myocardial infarction (ami) cut-off for one (1) patient sample generated by the access 2 immunoassay system. Repeat testing of the patient sample on an alternate method produced negative results. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Specific sample collection device and centrifugation information have not been provided to date. Per the customer complaint record, qc was performing within the customer's established ranges at the time of the event. Per customer supplied data, a system check performed on (B)(4) 2011 passed within instrument specifications. The patient sample was sent to customer product line support (cpls) for additional testing. The cpls investigational testing reproduced the customer's obtained results and also confirmed the presence of a patient sample sourced heterophile interferent during dilution testing and interference testing of the patient sample which is the root cause of this event.